Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 441 mg/dl at the time of incident. The customer¿s current blood glucose value was 900 mg/dl. The customer did not experienced symptoms due to high blood glucose. No further patient complication were reported. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.